Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain sometime after the initial procedure. The surgeon determined that the middle positioned implant had breached the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.